Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the case was broken. Analysis also noted that the display lens was damaged, two side bail covers were missing, the battery contacts were compressed, two bails were missing, ring was bent, and the display was out-of-specification electrical (pixels missing). The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) case was broken. This model is no longer serviced. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.